Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2009. Approximately nine months later, the patient began to experience pain and radiographs revealed the locking bar had backed out. A revision procedure was performed and the locking bar was removed and replaced.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2009. Subsequently, the patient was revised approximately nine months later due to pain and radiographs confirmed locking bar had backed out.

Manufacturer narrative:
Evaluation of the returned component found that it met specification. This report filed (B)(6) 2010.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "the locking bar used to secure the tibial plate and tibial-bearing components together must lock securely into place with an audible click at the time of implantation. Disassociation of the locking bar from the modular tibial plate component has been reported. Inadequate seating of the locking bar can cause disassociation of the locking bar from the tibial plate component, requiring revision surgery". Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B)(4)